Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, broken shell, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with striated edge on radius side assessed as surgical damage and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. A curved striated opening assessed as surgical damage. Missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.